Event description:
During a colonoscopy, the physician attempted to place a wilson-cook colonic z-stent. The physician indicated the pt's colon was in a deteriorated state prior to the procedure. The strictured area was not dilated prior to advancing the introduction system. The physician felt that dilation was not necessary, as the endoscope passed freely through the stricutured area. Info that would provide the outer diameter of the endoscope was not provided with the report. A wilson-cook savary wire guide was placed through the colon. The introduction system was placed over the wire guide and through the stricture. Once the dilation tip passed through the stricture, the distal end perforated the colon. The stent was not placed and the pt was admitted to surgery where the perforation was repaired. The pt was reported to be in stable condition.